Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was received with all the buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No frozen screen noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Unit was then tested with low reservoir and no unexpected alarms or frozen screen noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage was noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Unit was received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed. No unexpected alarms or frozen screen noted. No unexpected alarms with low reservoir noted. Unit tested successfully and functioning as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to frozen screen and low reservoir alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed. The customer confirmed that the frozen display reoccurred after installing new battery. No harm requiring medical intervention was reported. No product return is required for mmt-1885.